Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Visual inspection of the device under the microscope displayed nicks on the knife blade. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. The instructions for use manual for this product states that to make certain that the section of tissue to be stapled is free from any metal or similar structure; otherwise, the knife blade may not cut. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when doing a gastric jejunostomy anastomosis during a laparoscopic gastric bypass, the twist knob turned two full times to allow the anvil to tilt however, the anvil never tilted after firing. It was also reported that there was a poor staple formation which was fixed through over sewing and donuts were noted to be complete. The anvil never tilted and was just pulled out to complete the procedure. The anvil never tilted and was just pulled out to complete the procedure.